Manufacturer narrative:
After battery installation, the unit powered up with a blank display due to heavy corrosion on electrical board 1 just about everywhere. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the blank display. Device received with a short crack on the battery tube located towards the bottom. Also the middle (enter) keypad button is cracked.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had open book image on the screen. The customer blood glucose level was unknown. The customer was assisted with troubleshooting. Customer stated that insulin pump was exposed to moisture but no moisture present in the pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The device will be returned for analysis.